Manufacturer narrative:
Upon inspection, no issue was reproduced with the clamp. Functional test passed positively and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2024 and no other similar event has been reported, neither concerning trend has been identified. Based on the fact that no malfunction has been reproduced and customer did not report any error message, it cannot be excluded that customer did not properly connect the clamp to the s5 system. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in perpignan cedex, france. Through follow-up communication with the customer, livanova learned that while checking the clamp, it was impossible to close it by the user. In addition, the customer did not check if any message was displayed on the s5 console. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during setup an electrical remote-controlled tubing clamp (erc) did not work anymore (motor failure). There was no patient involvement.